Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 6 am. She obtained a glucose result of '255 mg/dl' with the subject meter and '138 mg/dl' on another meter, done at the same time. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient stated that she manages her diabetes with novolog (self adjuster) and due to the alleged inaccurate high result on (B)(6) 2011 at 6:05 am she administered 8u of novolog to correct her glucose level. She claimed '30 minutes' after the alleged issue started, she felt 'shaky and sweaty'. In response to her symptoms, she self treated with a piece of chocolate. During the initial call with customer service, the agent noted that the patient had been using the correct unit of measure set in the meter, an approved sample site, an appropriate testing technique and correct unexpired test strips. While troubleshooting, the control solution test was performed and it passed successfully. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.